Manufacturer narrative:
Pump passed the displacement test. Pump received with cracked case and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a large crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.